Event description:
The patient reported that when the Pod was removed, the needle had not retracted. This indicates a needle mechanism failure. When the Pod was removed the sharp cannula punctured the patient's finger. The patient also reported leaking from the Pod. The patient reported their blood glucose level reached 392 mg/dL. The Pod was worn longer than 48 hours. As treatment, the patient placed a new Pod.

Manufacturer narrative:
According to our records, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: PHONE_CONTROL_IOS. Omnipod Software App Version: 2.2.1Operating System: 26.5. Hardware: iPhone17.3. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.